Event description:
Complaint received alleging "they have had two patients fall in the past week using our clinic 3-panel knee 24" (B)(4)." One of the patients had to be returned to surgery to have a repair redone in his/her knee. It has been mentioned in discussions with the hospital staff that this was during post surgical use of the product. This product is not indicated for post surgical use, the indications as stated in the patient instructions included with the device are as follows; "immobilization of the knee joint". Product has not been returned for evaluation. No additional information available from patient and/or clinician regarding this event.